Event description:
The myosure device was reportedly "not oscillating properly." No further information was provided on the device. The recognition appeared to be recognized before the start of the procedure.